Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate on (B)(6) 2014. Patient claimed the device read 10.9 while the fingerstick value was 8.5. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.